Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported the device was off/disabled and no longer providing therapy. Patient should contact to managing healthcare professional to schedule replacement surgery. It was noted that stimulation turned off suddenly today and patient saw the end of service (eos) message on patient programmer (pp). Patient services (pss) reviewed the meaning of eos and patient stated she thought so, because it had been 10 years since she had it implanted. There was no allegation or dissatisfaction with ins longevity. Patient was redirected to follow up with healthcare professional (hcp) for further discuss a replacement. It was mentioned her previous hcp that implanted stimulator had retired and not sure if her current hcp who did her pump did the stimulator. It was stated the patient would check with pump doctor before calling to update hcp information. This would consider a sudden change in therapy or symptoms. It was confirmed stimulation turned off today and saw eos today. It was mentioned by tech agent that patient¿s stimulation suddenly turned off and tomorrow was the 9 years mark. No further complication and no symptoms were reported.

Event description:
The patient reported having seen the end of service (eos) message at 9 years (expected time for eos for this device). There was no allegation or dissatisfaction with ins longevity.

Manufacturer narrative:
H2: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.